Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture appears to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavy lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that a percutaneous intervention was performed on the right common iliac, heavily calcified lesion. The armada dilatation catheter advanced without issue to the lesion. Upon initial inflation at 10 atmospheres, the balloon burst. The device was removed without issue and another device was used in replacement. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.